Event description:
During a laparoscopic gastric bypass procedure, the device delivered malformed staples that were not closed. There was no patient consequence. Used another like device to complete the procedure.